Event description:
It was reported that a dexcom g7 continuous glucose monitor paired successfully to the phone but failed to connect to the ilet, consistent with intermittent communication failure between devices and involving the antenna/electrical communication components; after guided troubleshooting that included bluetooth resets, cgm type toggling, and pump re-pairing, the cgm subsequently paired to the ilet. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and review of information provided by the user or third party. Investigation of this case revealed an interoperability problem identified between connected components, consistent with an intermittent communication failure associated with the antenna/electrical communication pathway. It was concluded, based on previously established findings for similar reports, that user-guided troubleshooting and routine reconnection steps resolved the pairing failure without clinical harm.